Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they had replaced carriage block assembly, front cover, rear case, rear door, barrel clamp, module key lock label, left handle, and left/right iui. Performed calibration and pm. A review of the device history record for sn (B)(4) was performed from 02/06/2013 to 08/20/019 and confirmed that this device was previously returned for issues unrelated to the complaint or service history. The database showed no production failures were on record for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. Infusion products global customer support operations.

Event description:
Failed calibration - (B)(4).